Event description:
It was reported that an ilet user new to teflon infusion sets deployed an infusion set incorrectly by removing the adhesive patch from the applicator before insertion, which prevented proper site application; the user then performed a full supply change with live guidance and an instructional video, and the infusion set was successfully deployed. No reported symptoms or clinical effects. Outcomes included no alerts, no alarms, no hospitalization, and resolution after education. Investigation included troubleshooting and user education by customer support. Investigation of this case revealed user error related to infusion set application technique, with the device and components functioning as designed once correct use was followed. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect application of the infusion set.